Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: device evaluation. According to the complaint description, the device alarmed with low internal pressure. It is important to emphasize that no patient was involved at the time of the event. Upon investigation, the root cause was identified as a defective mixer block sintered disk. In consequence (correction), the mixer block sintered disk was replaced. Following the replacement, the device functioned as intended.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with low internal pressure alarm.